Manufacturer narrative:
A4: patient weight not available from the site. E: initial reporter information updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that a motion calibration can be required at anytime, and thus it was inferred that nothing about this particular procedure caused the error on the screen. Tech services was able to provide the site with instructions to remedy the issue. It was noted that the motion calibration came on while the radiology technician (rt) was driving the imaging system into the or. The site had closed around the patient when they noticed the message. The imaging system was then brought into another room to complete the motion calibration. It was noted that navigation was not aborted which conflicts with the originally reported information. It was clarified that at first the surgeon was suggested to abort navigation, but once the motion calibration was finished the site was able to resume the imaging spin and navigate successfully. It was noted that the case was delayed by about 15 minutes and that the type of procedure was anterior lumbar interbody fusion (alif)/ direct lateral interbody fusion (dlif)/l2-s1 fixation and fusion. The issue occurred when the site was setting up for the spin in the posterior portion of the case so after the alif and the lateral.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the system received an error on the screen stating that the system needed to be calibrated. They tried to hold the ¿m¿ button to recalibrate the system but were unable to move forward. Navigation was aborted. There was an unknown length of surgical delay. No patient impact was correlated with this event.